Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the following sections were updated: type of event, outcomes attributed to adverse event, added additional information, catalog and lot number, telephone number, patient and device codes, manufacturer narrative. (B)(6). The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse events: ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation

Event description:
A review of the article identified nine (9) knees required revision or reoperation due to aseptic loosening. There has been no further information provided and the patients outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA. (B)(4).

Event description:
Journal of arthroplasty vol. 2 no. 4 december 1987. Bourne, r.b. Et al. Information was received based on review of a journal article titled, "kinematic I and oxford knee arthroplasty: a 5-8 year follow-up study" which aimed to assess which total knee system provides better clinical results as well as the need for patellofemoral replacement, anterior cruciate ligament retention, and a tibial intramedullary stem and the superiority of a one-versus two-piece tibial component system, using a competitor product and the oxford prosthesis, manufactured at biomet. This study consisted of 133 consecutive total knee arthroplasties, with 67 oxford and 66 competitor knee. The follow-up period ranged from 5 to 8 years. Average age in the oxford group was 67 years old. At follow-up evaluation 8 oxford knee patients died of causes unrelated to their initial procedure. Six oxford knees were lost to follow-up. Twenty oxford knees required revision or reoperation: 9 for aseptic loosening, 7 for aseptic loosening and patellofemoral syndrome, 2 for patellofemoral syndrome, 1 for meniscal bearing dislocation, and 1 for sepsis. Deep sepsis occurred in one knee in each group, and both were salvaged with parenteral antibiotics, debridement, and exchange arthroplasty. Based on the results of the study, the authors concluded that 1) the clinical results of the competitor product arthroplasty are superior to those of oxford. 2) patellofemoral replacement at the time of knee arthroplasty seems advisable. 3) sacrificing the anterior cruciate ligament did not compromise the clinical result in the competitor knee patients, as compared with the oxford patients with retained anterior cruciate ligament. 4) a one-piece, metal-backed tibial implant seems to be clinically superior to two-piece tibial components. And 5) the competitor knee yields 5-year data comparable to those for total hip arthroplasty.